Manufacturer narrative:
Initial and final MDR 1882195 - MDR (B)(4) device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the 16-years-old male child patient faced a kinked cannula within last month. The issue occurred with four similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.